Event description:
It was reported by the customer that a pyxis medstation es auxiliary 3.1 drawer was frequently failed. Customer stated that there was a delay in patient care workflow. Customer discovered issue by checking failure reports, unknown when the malfunction occurred. There was reported no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not detected on bus failures. A field service engineer found some foil and crushed meds under row-boards and replaced the row-board cable, retractor band and module controller to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.